Event description:
During insertion of pediatric two lumar central venous catheterization set with blue flex tip catheter 4 french, 13 cm catheter 0.018 inch diameter spring wire guide, guide wire broke off in pt.